Manufacturer narrative:
Prod has not been returned to the MFR for eval. If prod is returned, evaluation will be completed and final report will be submitted.

Event description:
"Surgeon placed 4 clips on duck & artery, went to place 5th clip on the duct. Clip fell out of cartridge. Did not use any more clips from that cartridge." Pt is fine.